Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the threads of a closure top were damaged during tightening. It was removed and replaced with an alternative closure top to complete the procedure. There was a delay longer than 30 minutes in length, but there were no reported patient impacts associated with the delay.

Manufacturer narrative:
(B)(4). The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of a closure top were damaged during tightening. It was removed and replaced with an alternative closure top to complete the procedure. There was a delay longer than 30 minutes in length, but there were no reported patient impacts associated with the delay.